Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device. The patient alleges the device was overheating, the device is blowing very hot air, loud, and humidifier not working properly. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. Pil observed an unknown dust contaminant on the inlet/outlet seal and on the center enclosure. The iso port appeared to have a hair-like particle attached to it. The bottom enclosure was observed to have a dust contaminant on it. The device was scrapped.